Event description:
Individual was loading oxygen tank (170 liters) into delivery van. Tank was dropped skidding on it's side for approximately 6 inches then failed on opposite side. Scene investigation revealed a 3 to 4 inch green paint transfer to concrete floor. Valve stem did not appear to be damaged as a result of the impact. Tank exploded near tank neck on opposite side from impact leaving a 1 1/4" x 2" oblong hole. Several of the tanks imprinted numbers including dot marking and first hydro date were blow off the tank. Aluminum tank has fracture marks and soot staining. At the time of this report, the missing fragments have not yet been located. Driver was transported to local hosp from being impacted by objects during the explosion and being thrown against the delivery truck with abrasions and chest pain. Tanks were stored on racks in a horizontal position. Tank sn: (B)(4), lot# aaa23 by (B)(4). Dates of use: (B)(6) 2008 - (B)(6) 2011.